Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report#1627487-2016-03961. The patient received two leads with the same lot number. The patient alleges the scs system will not go into MRI mode as well as the patient programmer displays an error message. Reportedly, diagnostic testing reveal multiple contacts with low impedance measurements. Surgical intervention may be undertaken as the next course of action to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-03961. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the entire scs system was revised. Reportedly, the leads were explanted and replaced with a new model. In turn, the ipg was electively replaced to access MRI-conditional technology. The issues resolved postoperatively.